Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero needle was difficult to remove. The following information was provided by the initial reporter: on (B)(6) 2024, concern description: after successfully inserting IV catheter, needle unable to be withdrawn from hub. Needle connector very difficult to remove from cannula, multiple attempts with excessive force by x2 staff members. Then flushed with ns and then needle able to be removed. No adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.